Event description:
The pt reported she stopped using her primary insulin infusion device 2 weeks ago because she kept getting the temporary basal rate warning. She stated the alarm would go off and say that insulin was delivered but she only takes insulin 3 times a day. She stated that she switched to her backup device and has not had this issue with it. The pt is blind and could not confirm the prod serial numbers. She stated her daughter-in-law would be available later for troubleshooting. On follow up with the daughter-in-law, she stated the issue is not just with the temporary basal rates but the device has also given the wrong time and amount of insulin given. She stated the batteries have been out of the device for a week so it would need to be reprogrammed. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.